Manufacturer narrative:
H6: code-213: the review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, adverse events that may occur and/or require intervention include, but are not limited to: infection and vascular trauma (e.g., rupture).

Event description:
On (B)(6) 2019, the patient had a procedure in which a cook device and two gore® excluder® iliac branch endoprostheses implanted. On (B)(6) 2019, the patient presented with a left iliac rupture due to a bacteremia infection. The physician relined the cook device starting at the flow divider and extended the left iliac with two gore® excluder® aaa endoprostheses. The physician stated, "the infection was not inside or due to any of the implanted grafts." The patient reportedly tolerated the procedure.